Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intra operatively during the placement of the leadless implantable pulse generator (ipg), no capture was noted at multiple locations. Patient became unstable. Blood pressure was falling down. Medication and additional pacing using temporary pacer was provided. When the patient was stable, further attempts resulted in high thresholds. The leadless ipg implant procedure was abandoned, and the device was attempted not used. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product ID mc1avr1 serial/lot#: (B)(6) product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID mc1avr1-delsys serial# (B)(6) product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.